Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6), 2022. Customer's blood glucose value was above 33 mmol/l at the time of the incident. Customer's current blood glucose level was 5.1 mmol/l. The customer decline to troubleshoot for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reported bent cannula. The device will not be returned for analysis.